Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedance high out of range on the left ventricular (lv) lead. The patient was in chronic atrial fibrillation (af) and in mode switch. Technical services (ts) was consulted and recommended reprogramming and sensing options. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedance high out of range on the left ventricular (lv) lead. The patient was in chronic atrial fibrillation (af) and in mode switch. Technical services (ts) was consulted and recommended reprogramming and sensing options. The device remains in service. No adverse patient effects were reported.